Manufacturer narrative:
Updated: b5, f10, h6, h10: h10: additional manufacturer narrative: the device was returned for evaluation. As received, "report of leaflet stiffness was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of leaflets 1 and 2 on the outflow aspect and on the surfaces of all three leaflets on the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 at the inflow aspect. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­5mm on leaflet 1 at the outflow aspect. Host tissue formed a ring on the surface of the leaflets on the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 had a 5mm tear near commissure 2. Calcification was evident at the tear. Wireform was exposed on commissure 2. Sewing ring was cut off around the entire valve and was not returned. Per doc-0101337, rev. C."

Event description:
Edwards received notification that this 48 y-o patient with a 290025mm valve in aortic position underwent surgery for avr after an implant duration of approximately 10 years and 3 months due to degeneration leading to stiffness of the prosthetic leaflet. As per medical opinion, the valve did not fail prematurely. A 25mm inspiris resilia valve was implanted as replacement. Patient was noted to be discharged. The device was returned for evaluation. As per product evaluation, heavy calcification and heavy host tissue were also found on the valve, causing a leaflet tear.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was returned for; however, the evaluation remains to be performed. A supplemental report will be submitted with evaluation findings once available. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) y o patient with a 25mm perimount valve in aortic position underwent surgery for avr after an implant duration of approximately 9 years and 2 months due to stiffness of the prosthetic leaflet. A 25mm inspiris resilia valve was implanted as replacement. Patient was noted to be discharged. The device was returned for evaluation.

Manufacturer narrative:
Updated: h6.

Manufacturer narrative:
H11: corrected data: corrected sections d1, d4 (model #, serial #, expiration date), f10 (device code), g5 (PMA/510k), h4, h6 (conclusion code). This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.